Event description:
Hosp ICU personnel responded to a pt described as in cardiac arrest. The pt, described as extremely hairy, was connected to the device through a defib adapter with disposable defibrillation/ECG electrodes without clipping the hair. According to the report, when energy was transferred, arcing was seen at the sternum electrode. The electrodes and adapter were removed and replaced with defib pads and hard paddles but, according to the rptr, arcing again occurred at the electrode plate in the sternum position. A backup device was immediately called for and used and the pt was resuscitated. The pt was treated for burns at the sternum electrode site.